Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 600 mg/dl with high ketones. Reportedly, the customer delivered a bolus but did not consume the intended amount of food which resulted in the bolus being too small for the food consumed. A manual injection and site change was performed to address the elevated bg. Recommendation was made to consult with healthcare provider regarding diabetes management.